Event description:
It was reported that the 9600+ system will not turn on (won't boot). No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the hard drive and scsi controller. Components replaced and installed new software. The system was tested and found to be working as intended and placed back into service.